Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system intermittently would not produce a fluoroscopic image. This resulted in an intermittent recoverable loss of imaging functionality. This could result in a procedure delays. There is no report of injury or death associated with this event.